Manufacturer narrative:
The insulin pump had an unresponsive button due to moisture damage on the keypad trace. No button error alarms occurred.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The assistant director from (B)(6) reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose is 79 mg/dl. Caller stated that she was not able to clear the alarm. Caller stated that the button error alarm did not occur right after the pump was exposed to moisture. Caller stated that she was unsure if a button was pressed for 3 minutes. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.